Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix was distorted/bent, apparent explant damage was noted, there was tissue on the helix, blood was noted on the helix mechanism, and there was blood/body fluid (not obstructed) on the defibrillation conductor; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lead integrity alert (lia) triggered for right ventricular (rv) lead impedance that was trending upward. The patient's spouse also reported that the patient was told it was a "faulty wire" and "it's tearing." The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.